Event description:
Procedure type: lap chole, according to the reporter: post operation in 2009, surgery was performed to correct the problem, which was reported as a bowel leak at the level of the septic duct. A biliary stent was placed. Patient will have to return back to the hospital in 4 weeks to have the procedure done again hoping no leaks will be noticed. No other information at this time.

Manufacturer narrative:
Date of initial report sent: 08/21/2009.